Event description:
During the insertion of the catheter, it was observed that the catheter was cut. Clinical consequences: urine leaks and waste of time because the patient needed to be re-catheterized.

Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the insertion of the catheter, it was observed that the catheter was cut. Clinical consequences: urine leaks and waste of time because the patient needed to be re-catheterized.